Event description:
It was reported that pump battery would not charge properly and charging connection was unstable, requiring caller to hold cable in place or position pump carefully. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.